Event description:
It was reported the customer had a button error alarm during a basal delivery. Customer did not drop or bump their insulin pump. Customer's blood glucose was 152 mg/dl. The customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.